Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold, increased pacing impedance, low sensing and oversensing due to noise were observed on the right ventricular (rv) lead. No action has been performed at this time. The patient was in stable condition.